Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after a syncopal episode. Far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that programming was verified and the lead was functioning appropriately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up concluded that the patient was seen but no corrective action was taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ffrw oversensing was suspected to have reoccurred.